Event description:
The rv lead was returned for positioning difficulty and subsequently tested out of specification during the the manufacturer's analysis. No patient complications have been reported as a result of this event.the right atrial lead was explanted due to no capture, high impedance, and apparent conductor fracture. This lead subsequently tested out of specification during the the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event was received. If additional relevant information is received, a supplemental report will be submitted. Atrial lead evaluation summary : distal conductor fractured; full lead returned for analysis.